Event description:
This system was removed due to infection and vegetation on the leads. The system was later replaced with another biotronic system. Lumax 340 hf-t, 1028232-2009-01718. Corox otw 85-up steroid, 1028232-2009-01720. Selox jt 53, 1028232-2009-01721.